Manufacturer narrative:
Updated data: d4 d10 h4 h6 continuation of d10: product ID {evolutfx-26}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, a severe hemorrhage at the access site of grade 3 or higher according to the bleeding academic research consortium classification system was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product type: {0195-heart valves}; implant date {(B)(6) 2024}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.